Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink solution set was leaking at the injection site. This was discovered during the priming of the device. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated at the customer site. Visual inspection of the device found that the elastomeric of the needle based y-site was deformed on the side, which caused the leak. The needle based y-site is supplied by an external supplier. The external supplier has been notified of this event. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.